Manufacturer narrative:
The lot code provided was for a product that contained multiple absorbencies. The consumer did not confirm which absorbency was affected, therefore we are unable to provide a specific model. Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported via e-mail that upon removal of a tampon, the string fell off. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product and outcome; however, no further information has been received.